Event description:
End piece to the tubing within the 3 in 1 bag was abnormal. It would not attach to the mask. It attached appropriately to the oxygen source. When trying to attach tubing to mask, the end was very round/wide compared to how it normally looks and it kept falling off.